Event description:
It was reported that md was using echelon stapler for gastric bypass. During procedure, it stopped articulating properly and would only go in one direction. Stapler was on back table not being used when it fired a reload without anyone touching it. Patient consequences unknown. There was no surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: event day and month unknown. Captured as 1/1/24. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional information: tried buttons on both sides. - rotated stapler multiple times with no luck. - did not try removing battery. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9d66d, and no non-conformances were identified. Manufacturing date: jan 19, 2024. Expiration date: dec 31, 2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # 741c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. In addition, evidence of corrosion was noted on the components of the pcb board. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 741c70, and no non-conformances were identified.